Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing in alternate sensing vector resulting in storage of an untreated episode as well as delivery of an inappropriate shock in a single episode. The sensing vector was reprogrammed to primary and the signal appeared better than in alternate. Technical services (ts) also discussed potential troubleshooting options in addition to finding out what the patient was doing at the time of the inappropriate shock. No adverse patient effects were reported. This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.